Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis. The blood glucose reading was 20.0mmol/l, and the customer was in the hospital for several days. It was concluded that the device contributed to the event. No further information was provided.